Event description:
The facility representative reported a flo-gard infusion pump that does not function. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. This condition has the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not function was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be the pump head door on pump 1 not closing properly and causing an occlusion alarm. The pump 1 pump head door and associated parts, including occlusion detectors, were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.